Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The root cause could not be determined.

Manufacturer narrative:
Evaluation summary: product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. (B)(4).

Event description:
In a series of literature articles, a physician reported posterior capsular opacification (pco) glistenings, anterior capsule opacification(aco) and capsular phimosis after a cataract surgery with intraocular lens (iol) implant on several patients. The iol was implanted in one eye of each patient. A subset of 74 patients who underwent surgery between (B)(6) 2009 and (B)(6) 2010 was initially studied at 1 year (first publication). One hundred eyes of 50 patients who underwent surgery from (B)(6) 2009 to (B)(6) 2013 where studied at 1 and 3 years (second publication). Pco was observed at 1 and 3 years postoperatively. Aco was observed in 15 eyes in the first study (moderate to severe in 8 eyes) and in 9 (1 year postoperatively) and 46 eyes (3 years postoperatively) in the second study. Capsular phimosis was observed in 15 eyes in the first study and 9 eyes (1 year postoperatively) and 15 eyes (3 years postoperatively) in the second study. Glistenings were seen in 49 eyes in the first study and 33 eyes (moderate) and 29 eyes (dense) at 1 year postoperatively in the second study, and 43 eyes (moderate) and 32 eyes (dense) at 3 years postoperatively. Neodymium yag capsulotomy was required for two patients in the second study. Literature reference: kahraman g, schrittwieser h, walch m, et al. Anterior and posterior capsular opacification with the tecnis zcb00 and acrysof sa60at iols: a randomised intraindividual comparison. J ophthalmol. 2014;98:905-909. Kahraman g, amon m, ferdinaro c, nigl k, walch m. Intraindividual comparative analysis of capsule opacification after implantation of 2 single-piece hydrophobic acrylic intraocular lenses models: three-year follow-up. J cataract refract surg. 2015 may;41(5):990-6.